Event description:
It was reported the patient died on (B)(6) 2010. Undersensing was suspected. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient died on (B)(6) 2010. Undersensing was suspected. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received reported that patient was not pacemaker dependent and last device check was via carelink on (B)(6) 2010. Reported "the ventricular tachyarrhythmia recorded was appropriate" and the therapy was appropriate for the recorded vt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found, defib conductor distorted, outer tubing kinked/buckled and overlay breached cut, blood in/on helix/lobe mechanism. Full lead returned and analyzed.